Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR contact first and last name, MFR email address, h6 evaluation conclusion code.

Event description:
It was reported that, during a procedure, the fiber broke and burned the hand of the surgeon. The burn blistered. No information was provided as to whether the burn was treated. The procedure was completed with another fiber. No patient complications were reported. It was noted that two similar incidents had occurred at this hospital in the same week. No specific information was provided for the other incident involved a fiber breaking that subsequently burned the surgeon. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This is 2nd report of 2 similar events.

Event description:
It was reported that, during a procedure, the fiber broke and burned the hand of the surgeon. The burn blistered. No information was provided as to whether the burn was treated. The procedure was completed with another fiber. No patient complications were reported. It was noted that two similar incidents had occurred at this hospital in the same week. No specific information was provided for the other incident involved a fiber breaking that subsequently burned the surgeon. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This is 2nd report of 2 similar events.

Event description:
It was reported that, during a procedure, the fiber broke and burned the hand of the surgeon. The burn blistered. No information was provided as to whether the burn was treated. The procedure was completed with another fiber. No patient complications were reported. It was noted that two similar incidents had occurred at this hospital in the same week. No specific information was provided for the other incident involved a fiber breaking that subsequently burned the surgeon. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This is 2nd report of 2 similar events.